Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a severe low blood glucose of 39 mg/dl while using the ilet system and stated the pump did not provide a low-glucose alarm until after self-treatment had begun. Symptoms included hypoglycemia. Outcomes included user discontinuation of pump therapy and transition to multiple daily injections. Investigation included attempts to contact the user, review of device data by clinical and customer support teams, and assessment of potential alert performance. Investigation of this case revealed that the cause of the hypoglycemic event and the timing of alerts were unclear based on available information. It was concluded that the event involved hypoglycemia with an undetermined cause and no confirmed device malfunction.